Manufacturer narrative:
The explanted device was not returned to boston scientific; therefore, the clinical observations could not be confirmed. Should additional information become available, this event will be updated and an amended report submitted.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator reached the elective replacement indicator 58 months post implant with a battery voltage of 2.36v and a charge time of 16.9 seconds. Premature battery depletion was suspected. The device was removed and replaced. The explanted device was kept by the patient and not returned to boston scientific. No additional adverse patient effects were reported.